Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had always had pain at their implant site since the implant. Pt said this was because the hcp had not implanted the device deep enough, so they had to go back in (surgically) to implant the device deeper. Pt said this helped for a long time, but now since a month ago the pain at the implant site was bad and said it was painful to walk and sit. Pt said around the same time, a month ago, they had a return of bladder symptoms, and they were urinating in their pants ago and couldn't make it to the bathroom. Pt increased stimulation to try to help with symptom control, but when they increased stimulation, they felt more pain at their implant site. Pt said when they decreased stimulation, pain lessened at the implant site, but then the patient would pee themselves. Pt said in the past they would get over the pain at their implant site because their symptoms were being controlled, but now they had pain and their symptoms weren't being controlled. Pt said they called their hcp and told them about the issues they were having, but pt was told to call mdt. Ps offered assistance with adjustment; pt declined and said they would call their hcp back to try to make an appointment. Ps sending message to field to provide visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.